Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise. The patient was scheduled for lead revision and generator change due to elective replacement indicator (eri). Prior to the procedure, it was noted that the ra lead was failing to sense and capture. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.